Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned.

Event description:
It was reported that surgeon was trialing with the left mc poly trail for final knee trial before opening implants. When he attempted to remove the poly trial from the joint, the posterior corner of the poly trial broke. The pieces were removed and the case continued without further interruption. No additional information available.

Manufacturer narrative:
(B)(4). Reported event was confirmed as the device was returned fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.